Event description:
It was reported by the affiliate that the (1) lcs6s was used during a laparoscopic nissen procedure. It was reported that after 10 minutes of use, the jaws of the shears did not touch each other anymore and would not coagulate. The case was completed with another instrument and with no patient consequence.